Event description:
During a lobectomy procedure, the device was fired on lung tissue and only one side of the staple line formed. The physician had to oversew the cut and staple line to prevent leakage. There was no additional patient consequence reported.